Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), abdominal pain lower ("pain / lower abdomen") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. A27185) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: very moody"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, depression, anxiety, mood altered, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. In (B)(6) 2013, essure confirmation test done which showed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhoea, genital haemorrhage, fallopian tube perforation, dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: the events moody, abnormal vaginal bleeding, menorrhagia, migraines/headaches, nausea, dysmenorrhea, fallopian tube perforation, dysfunctional uterine bleeding added. Previous event pain updated to abdominal pain lower. Reporters, lot number, lab data, concurrent condition added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), abdominal pain lower ("pain / lower abdomen") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. A27185) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: very moody"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, depression, anxiety, mood altered, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. In (B)(6) 2013, essure confirmation test done which showed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhoea, genital haemorrhage, fallopian tube perforation, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.